Event description:
Report received from the USA stating that the device was not working. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The event date is unknown. There was no additional information provided.

Manufacturer narrative:
The device was not received by depuy synthes. When the device is returned or if additional information becomes available, a supplemental report will be sent. (B)(4).